Manufacturer narrative:
Citation: phan dq, et al. Comparison of a single versus double perclose technique for percutaneous transfemoral transcatheter aortic valve replacement. J invasive cardiol. 2021 jul;33(7):e540-e548. Doi: not available. Earliest date of publish used for date of event [and date of death]: (B)(6) 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and efficacy of the single-perclose strategy versus the double-perclose approach in combination with external manual compression in patients undergoing transfemoral transcatheter aortic valve replacement (tavr). All data was collected from a single center between march 2018 and december 2019. Of the 241 patients included in the study population, 136 (predominantly male; mean age 81.1 years; 70.1% white) underwent tavr with the medtronic corevalve system. No unique device identifier numbers were provided. Among all patients treated with the corevalve system, four deaths occurred within thirty days of tavr. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients treated with the corevalve system, access site-related adverse events included: femoral artery dissection (3 case s); retroperitoneal bleed (3 cases); hematoma (4 cases); major or minor bleeding (major = 2 cases, minor = 4 cases); major or minor vascular complications (major = 1 case, minor = 13 cases). The authors stated retroperitoneal bleeds and hematomas were treated conservatively (no invasive procedures or surgeries required), while femoral artery dissections were treated either conservatively without further intervention, with balloon angioplasty, or with stent placement. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Earliest date of publish used for date of event: (B)(6) 2021 (month and year valid). Inadvertently included [date of death] in this statement within the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.